Event description:
A non-healthcare professional reported that air bubbles appeared in the cassette during cataract surgery (without intraocular lens implant surgery). The surgery was successfully completed on same day. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).